Event description:
It was reported that balloon deflation issue occurred. A 3.00mm x 8mm emerge balloon catheter was used in a percutaneous coronary intervention; however, deflation issue was noted. The device was replaced, and the procedure was completed with no patient complications nor injuries reported.